Event description:
Caller reported a malfunction noted as malf 1 on the tandem pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support with resetting the pump, but the issue persisted, leading to a decision by cts to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.